Event description:
It was reported that customer experienced cgm error with sensor and received error message 42 on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and after reset error did not recur and sensor session was successfully started.